Event description:
It was reported that white foreign matter was found inside the bd plastipak¿ 3-piece syringe while preparing medication. The following information was provided by the initial reporter: "during medication preparation a nurse discovered that there was something inside the bd plastipak syringe. She had only managed to pull the plunger back a little to fill the syringe with air when she discovered this. The material inside the syringe looks white and thread like, the material is on the plunger, slightly on the side of the plunger and at the very top of the syringe. The nurse found some other bd plastipak with the same lot at their local storage, but they do not seem to have the same material on them."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-mar-2022. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, white fibers could be observed inside the syringe. Using a microscope, the fibers were identified to be polypropylene particles. A device history review was performed for the reported lot 2111124, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation, no fibers or other foreign matter was observed within any of the product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the particle likely generated during the molding process due to friction from movement of the device within the manufacturing equipment. H3 other text : see h.10.

Event description:
It was reported that white foreign matter was found inside the bd plastipak¿ 3-piece syringe while preparing medication. The following information was provided by the initial reporter: "during medication preparation a nurse discovered that there was something inside the bd plastipak syringe. She had only managed to pull the plunger back a little to fill the syringe with air when she discovered this. The material inside the syringe looks white and thread like, the material is on the plunger, slightly on the side of the plunger and at the very top of the syringe. The nurse found some other bd plastipak with the same lot at their local storage, but they do not seem to have the same material on them."